Event description:
When the surgeon attempted to place the cross clamp on the aorta, the fibra insert on one side fell out almost the entire length. The other side was intact. All pieces were removed intact and a new set of inserts were placed in the clamp. No injury.